Event description:
The following incident was reported by the physician to an integra marketing and an integra clinical representatives: a female pt was suffering from neurofibromatosis caused by a tumor, on the right side of the neurofibroma cervical laminectomy c1 c2. The tumor removed with dural defect. The dura was closed with suturable duragen (2x2) using 6/0 prolene sutures. The physician was questioned on the use of any adjunct materials or sealants in the duraplasty procedure. He stated that none had been used, and he did not use sealants as a general rule. The pt reported significant neck pain in the post operative period. At three weeks post-operative, the pt presented with an evident sub-galeal fluid collection due to csf leakage and was re-operated on. A pseudomeningocoele was found at original operative site. On exploration, the original suture in the native dura was intact and the suturable duragen graft was present at the margins, but a void/hole was in the center of the material. The physician stated the remaining material was semi transparent; however, no sign of infection or no inflammation was present. The dura showed no signs of tissue ingrowth into the graft. A part of the graft was sent for culture. No active organisms were present. The remaining suturable duragen was removed and the dural defect was repaired with a fascia lat autograft. The physician commented that the pt did not have neck pain following the second procedure, and the pt is doing well.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported info.